Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed surgical bioprosthetic valve, the valve moved up towards the aorta, during the post implant balloon aortic valvuloplasty (bav) resulting in severe aortic insufficiency and hypotension. Cardiopulmonary resuscitation (CPR) was initiated. A second transcatheter bioprosthetic valve was implanted valve-in-valve. Temporary hemodynamic support was given with the use of a non-medtronic circulatory support system. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.